Event description:
The device was connected to a person who had collapsed and was diagnosed in cardiac arrest. The device allegedly displayed a continuous connect electrodes warning and use of the device was inhibited. The defibrillation electrodes were changed, but the device reportedly continued to display the connect electrodes warning. An ambulance arrived and took over treatment of the pt. The pt was not resuscitated. The reporter said "the delay did not contribute to this man's death. He did not have a shockable rhythm. He was in asystole."

Manufacturer narrative:
Medtronic continues to investigate the reported event.